Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a digestive tract dilatation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst when pressure was applied. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to pinholes in the body of the balloon. This failure is likely due to factors encountered during the procedure and/or interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a digestive tract dilatation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst when pressure was applied. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.